Manufacturer narrative:
Block d4, h4. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a090208 is being used to capture the reportable event of controller poor quality image additional information updated based on additional information received on may 22, 2025.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-02078 for exalt model d scope and 3005099803-2025-02206 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the image was blurry and could not be cleared with irrigation. The procedure was completed using the original device, a reusable scope was used for verification. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-02078 for exalt model d scope and for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the image was blurry and could not be cleared with irrigation. The procedure was completed using the original device, a reusable scope was used for verification. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a090208 is being used to capture the reportable event of controller poor quality image.